Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past 5 months. Customer reported blood glucose level was 233 (mg/dl). Review of pump data by tandem technical support was unable to confirm the reported issue.